Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. The 4006 error message is not an indication of a product defect. The 4006 error message is displayed when both the main battery is depleted and the coin cell back-up battery is also depleted. This occurs when a device has remained in storage for a significant time period, not during the course of regular use. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the device was found to be unable to start up correctly displaying the message "4006 failure", besides the pump assembly is leaking. No patient harmed and no injury reported because this was found during service and repair.